Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the stop cock manifold was found to be leaking medication on to the floor. All connections were checked during safety check at the start of the shift. No loose connection or cracks were found in the manifold to explain the leakage. The issue was resolved by replacing the manifold. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Device evaluation: neither samples nor pictures were received for the analysis of this complaint. Due to the lot number not being provided, it was not possible to execute the DHR review for this complaint. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures were provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.